Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that after collecting and processing blood work, the platelets clumped and gave incorrect lab results. These results caused the patients to be sent to the ER to be re-tested at which time the lab results came back normal. There was no report of medical interventions beyond being re-drawn at the ER and no report of injury.